Event description:
Patient reported that she underwent repair of a recurrent incisional hernia with mesh implant in 2004. The patient reports developing abdominal pain and bowel issues in 2005. The patient underwent a diagnostic laparoscopy; unspecified adhesions and pelvic cysts were visualized. There is no report of any treatment or surgical intervention to address the adhesions or cysts. The patient continues to experience pain, burning, numbness at the operative site along with reports of constipation and diarrhea. The patient opines that she developed a recurrent hernia and is seeking to have the previously implanted mesh explanted.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.